Manufacturer narrative:
Investigation - evaluation: a review of complaint history, dimensional verification, device history record, manufacturing instructions, quality control, and visual inspection of unused product from the same lot was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during insertion into a previously implanted iliac stent, the micropuncture transitionless stiffened cannula access set wire broke. Additional information regarding the event and patient outcome has been requested, but is not available at this time.